Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, lens was implanted into patient's eye, lens was implanted into patient's eye and found that lens was damaged. Subsequently, it was removed during initial procedure. Additional information was requested.